Event description:
The event occurred on an unspecified date and involved with a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch. Leakage of an unspecified fluid/infusate was reported at different places on the 1.2 micron filter, once along the side of the filter once in the back where the little holes of the filter are. Patients are usually the ones noticing the leak within 10 minutes of starting the infusion with new tubing. The customer reported that these leaks require the system to be changed more often than necessary, increasing the risk of complications for the patient. There was a patient involvement; there was no report of patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The used devices were received for evaluation. The visual and functional testing was performed. As received, the inline filter was wetted out on one set. The inline filter was leak tested per specifications on three sets and leakage was observed on three sets. The reported complaint of leakage can be confirmed on three sets. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.